Event description:
It was reported that the blue connectors cracked on two devices during use (during insertion/moving of pt). There were no pt complications reported.

Manufacturer narrative:
Device not returned.